Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms or displacement anomalies were noted. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on her insulin pump. The customer's blood glucose level was 228 mg/dl. Customer stated that the alarm occurred during a bolus, while the reservoir was low. Customer also stated that the insulin pump was exposed to the luggage scanner at the airport. Insulin pump will need to be replaced. No additional information provided.